Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 800 synchron clinical system gave erroneously low sodium (na), chloride (cl), calcium (calc) and potassium (k) results for twelve pt samples. The erroneous results were reported out of the lab. It is unk if there were any changes to pt treatment as a result of this event. There were no reports of death or serious injury. The customer stated that the system quality control (qc) was in range at 1500 on (B)(6) 2010. The customer discovered that cl, calc, k results had drifted low when a quality control (qc) was run at 1900. The system was calibrated and a new qc was run. Cl, ca, k results came up but na was low. The calibration was repeated and all of the electrolytes were within the lab's established ranges. The customer reported the 12 pts run between 1500 and 1900 and found that all of the electrolytes increased by approximately 3-4 units. The customer did not send amended reports because it was not felt that the changes were clinically significant. This is report 1 of 12 medwatch reports filed for this event for pt 1 of 12.

Manufacturer narrative:
Service was requested but was subsequently canceled by the customer. The system was evaluated by the customer while on the telephone with bci customer service. A root cause has not been determined for this event but appears to be related to contamination of the ion selective electrodes (ises). This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.